Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and clot in the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within ivc filter or vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilting and clot in the filter. As a direct and proximate result, the patient suffered life threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Event description:
Per the implant records, the patient presented with cardiac arrest and right ventricular (rv dilatation), and was noted to have bilateral pulmonary embolism (pe) as well as acute deep vein thrombosis (dvt) of the right lower extremity in addition to a low platelet count and was reported to have developed pneumothorax post central catheter placement. The filter was indicated for femoral vein thrombophlebitis, thrombocytopenia, pe, and infarction. The right common femoral artery was catheterized, and a sheath was inserted in the right common femoral vein for venous access. Contrast was injected via the sheath for proximal right iliac venography. Next, a calibrated peripherally inserted central catheter (PICC) line catheter was inserted over the wire and advanced to the origin of the inferior vena cava (ivc) for venography. A catheter was used to selectively catheterize the right and left renal veins for selective, bilateral renal venography. An angio wire was inserted followed by removal of the PICC line catheter and the sheath. Next, the optease filter was inserted through a long sheath; it was advanced through the sheath and deployed in the inferior vena cava. Results from the ivc venography and right iliac venography demonstrated a widely patent ivc, a widely patent right iliac venous system and identified widely patent renal veins bilaterally. No evidence of any filling defects or thrombosis was noted. The patient tolerated the procedure well without any immediate post-procedure complications. According to the information received in the patient profile form (ppf), the patient reports filter tilting, filter embedded in wall of the ivc, blood clots, clotting and occlusion of the ivc, becoming aware of these events about ten years and two months after the filter implantation. The patient also reports an unsuccessful percutaneous removal procedure attempted approximately two months after the filter was implanted. Removal procedural details were not provided. The patient further experienced excruciating pain and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and clot in the filter. The patient reported becoming aware of filter tilting, filter embedded in wall of the inferior vena cava (ivc), blood clots, clotting and occlusion of the ivc, approximately ten years and two months post implant. The patient reported an unsuccessful percutaneous removal attempt occurred approximately two months post implant. The patient also reported excruciating pain and anxiety related to the filter. According to the implant record the patient presented with cardiac arrest and right ventricular (rv) dilatation and was noted to have bilateral pulmonary embolism (pe) as well as acute deep vein thrombosis of the right lower extremity in addition to a low platelet count and was reported to have developed pneumothorax post central catheter placement. The filter was indicated for femoral vein thrombophlebitis, thrombocytopenia, pe, and infarction. The filter was placed via the right common femoral vein and deployed in the ivc. Findings noted that the ivc, renal veins and proximal right iliac venous system were widely patent with no evidence of filling defects. The patient tolerated the procedure well without any immediate post-procedure complications. The product remains implanted and thus not available for analysis. The sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explant problems after as short a period as 12 days. Blood clots and clotting and/or occlusion within ivc filter or vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Without images available for review the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint the reported pain could not be further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.